Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled material inside the patient. Imdrf device code a0414 captures the reportable event of stent torn material inside the patient.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a ureteral stent placement procedure in the ureter, performed on (B)(6) 2023. During the procedure and inside the patient, it was noticed that the stent cracked at the tail end probably caused by ureteral stones. Another polaris loop ureteral stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent was buckled and torn.

Event description:
It was reported to boston scientific corporation that a polaris loop ureteral stent was used during a ureteral stent placement procedure in the ureter, performed on (B)(6) 2023. During the procedure and inside the patient, it was noticed that the stent cracked at the tail end probably caused by ureteral stones. Another polaris loop ureteral stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. A photo of the complaint device was provided and showed that the stent was buckled and torn.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of stent buckled material inside the patient. Imdrf device code a0414 captures the reportable event of stent torn material inside the patient. Block h10: the returned polaris loop ureteral stent was analyzed, and a photo of the device was provided. A visual evaluation noted that the stent shaft was buckled/accordion and torn. No other problems with the device were noted. The reported event was confirmed. Based on the product analysis, it is possible to conclude that most likely, the problem was caused due to the excess force that was applied over the device when setting up, probably at the time when it was tried to be inserted into the guidewire. It could also be caused by ureteral stone such as handling of the device during preparation, affecting the performance of the device. Therefore, adverse event related to procedure is selected as the most probable cause for this complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.